Event description:
It was reported to boston scientific corporation in 2008, that a gold probe was used for hemostasis during an esophagogastroduodenoscopy (egd) procedure in the same month. According to the complainant, "there was a bleed in the gastric region during the procedure. The reported device was inserted to cauterize the bleed, but it had no power." The procedure was completed with a second gold probe device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
Although the complainant has indicated that the suspect device will be returned for evaluation, it has not been received. A device evaluation has not been performed; therefore, the cause of the reported malfunction is undetermined.